Manufacturer narrative:
As of the date of this report the endowrist stapler 45 instrument and blue stapler reload have not been returned for evaluation , therefore, the root cause of the customer reported failure mode cannot be determined. Isi has contacted the surgeon to obtain additional information regarding the reported event; however, no additional information has been provided. A follow-up MDR will be submitted if the instrument and/or accessory are returned (post engineering evaluation) or if additional information is received. Isi performed a review of the site's system logs for the reported procedure date. The system logs show that the endowrist stapler 45 instrument passed homing successfully, clamped successfully and fired 4 times successfully. A system error 32075 was recorded indicating that the endowrist stapler 45 instrument could not complete the firing operation due to the peak torque having been exceeded. This likely occurred due to the an obstruction of the blade in the blue stapler reload, limiting the blades ability to travel the full length of the reload track. However, due to the blue stapler reload not having returned from the site, it is indeterminable as to what caused or contributed the issue experienced by the site. The logs showed that the instrument was fired successfully right after the system error occurred and the endowrist stapler 45 instrument has been used in a subsequent procedures. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci sigmoid colectomy procedure, the endowrist stapler 45 instrument with the blue stapler reload installed stopped stapling halfway through the fire. As result, the surgeon made the decision to remove additional tissue from the patient's colon at the partial staple line. The surgeon was able to successfully create a second staple line to resolve the issue. There was no allegation of any patient harm.

Manufacturer narrative:
On october 1, 2014, intuitive surgical, inc. (Isi) received additional information from the surgeon who performed the surgical procedure. According to the surgeon, he was stapling the patient's colon, which had a thickness x2 the colon wall when the misfire occurred. The surgeon indicated that he observed an error message indicating reset. According to the surgeon there was no harm to the patient as a result of the misfire while using the endowrist stapler 45 instrument and there was no negative impact to the patient due to the additional tissue removed. The surgeon indicated that there were no post-surgical complications experienced by the patient and the patient was discharged from the hospital. The surgeon indicated that it is his belief that the misfire occurred due to a manufacturing defect.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the endowrist stapler 45 instrument with the blue stapler reload installed stopped stapling halfway through the fire. On (B)(6) 2014, the clinical sales representative (csr) who reported this complaint stated he was notified by the surgeon whom performed the procedure that while creating an enterotomy and channel for the anastomosis, the endowrist stapler 45 instrument stopped firing. The surgeon reported that there were no issues noted while clamping the patient's tissue however, an error was generated when the instrument stopped firing. The site restarted the system to recover the error and the surgeon made the decision to remove the partial staple line and create a second staple line using the same endowrist stapler 45 instrument. The endowrist stapler 45 instrument was able to successfully fire twice and the surgeon reported that the procedure was completed robotically and there was no harm to the patient. According to the csr, the surgeon told him that the procedure was completed robotically and there was no harm to the patient.